Manufacturer narrative:
Eval: no product was returned by the customer to assist in this investigation, however, the customer did return a cd of the device in situ. These were reviewed and the event was determined to be off label use. Cook instructions for use states "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication." "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation; an inverted funnel shape; and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration." Unless medically indicated do not deploy.

Event description:
In 2006, patient underwent aaa repair. The physician placed one main body graft and two iliac leg grafts. Intra-operatively no complications were noted. The physician decided to implant the main body lower due to the long neck of the aorta. On final angio, no proximal endoleak was noted (and therefore decided not to place extensions), both renal arteries were patient. Only a type ii endoleak was noted and the patient would then be followed up with physician's normal protocol. First follow-up CT at 2 months showed that there was still a type ii endoleak through a lumbar artery and that both renal arteries were patent. Second follow up CT in 2007 showed that the origins of the renal arteries were not well visualized and flow to the left kidney was markedly decreased. It also showed that the size of the left kidney had decreased as well. Based on these findings the physician proceeded with a diagnostic angiogram (in 2007) to determine whether or not he needed to do any intervention. When he did the angiogram, he made multiple attempts to select out what was left of the renal artery and was not able to get in. At the same time, he noticed that the right renal artery compared to previous studies was more stenotic as well. At this time, he decided not to do anything with the right renal artery and watch it over the next several months to determine his next course of action.